Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was that the patient experienced variation of telemetry regarding rate and pacing spikes. It was also reported that the right atrial (ra) lead exhibited possible oversensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.